Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 387 mg/dl, 242 and 179 mg/dl when all test were performed within 10 minutes on the aviva system. Reporter stated the customer took his normal 20 units of lantus after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.